Event description:
It was reported that during a system explant for infection on (B)(6) 2022, following a previous procedure on (B)(6) 2022 to capp a right atrial (ra) for unknown reasons, possibly noise, an attempt to extract the atrial lead was made but the tip was firmly adhered to the patient's right atrium. A mechanical extraction tool broke the atrial lead tip away from the lead's body and it was decided due to the strong adhesion of the lead tip to the heart that it would be left in place. The body of the atrial lead was extracted as well as the rest of the system. There were no complaints on any other product. The patient was stable throughout.

Manufacturer narrative:
Section g3 ¿ the initial awareness date for the original report submitted sep 20, 2022 should have been sep 7 2022 rather than sep 9, 2022.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.